Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was 96 mg/dl at the time of incident. The customer stated that they had a blank display at the time of call. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the unexpected restart alarm recurred during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on electronics. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test, blood glucose meter testing and verify alarms or battery icons anomaly due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.